Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -7.00/1.0/014 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. On (B)(6) 2023 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.